Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing sudden shortness of breath. The patient also reported that they are not receiving appropriate pacing during exercise. The ipg remains in use. No further patient complications have been reported as a result of this event.